Event description:
It was reported that 3 bd 1ml tuberculin syringe slip tips experienced scale marking issues. The following information was provided by the initial reporter: according to the customer's report, blurred or double print of the scale marking was found in 20-30% or as high as 50% of the syringes.

Manufacturer narrative:
H6: investigation summary three photos and two samples were received by our quality team for evaluation. From the returned photos and samples, the scale line numbering was observed with illegible printing, printing overlap, and scale line rub off. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause of the printing overlap could be that the mandrel bearing was worn-out. If the mandrels rotation is not smooth it will create a jerky rotation. The jerky mandrels with play cause the scale line on the printing pad to be transferred twice when the mandrels move left and right, thereby overriding the scale on the barrel surface. This batch was produced before action was taken, and the syringe printing preventative maintenance was revised to include inspecting the mandrel bearing. The probable root cause for the scale line rub off could have occurred at the assembly machine. When there is a product jammed, the subsequent syringe will rub against the tooling and the jammed product will cause rub off on the scale line. The defect could have been an escapee which was failed to be removed by the production technician from the line during line clearance resulting in flow to the subsequent process which resulted from poor backtrack process / record. Communication with the production technicians to raise awareness on this reported nonconformance as well as training and communication with the production technicians on the documents to be used for recording backtrack details. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd 1ml tuberculin syringe slip tips experienced scale marking issues. The following information was provided by the initial reporter: according to the customer's report, blurred or double print of the scale marking was found in 20-30% or as high as 50% of the syringes.